Event description:
It was reported that during da vinci-assisted simple transvesical prostatectomy surgical procedure, the 8mm permanent cautery hook instrument was sparking and caused the cable to burn and break. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.